Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2024 . On (B)(6) 2024 , around 6 pm, the patient experienced seizure. The cgm was reading 70 mg/dl and the blood glucose reading was off by 40 mg/dl points. The roommate called 911. Emergency medical service checked the glucose (value not documented) and treated the patient with glucose gel and orange juice. Paramedics stayed for more than an hour and said that was fine and then left. There was no further medical evaluation or intervention. Of note, it was reported that there were setting adjustments made by the healthcare provider to the unspecified pump. At the time of the report, the patient was still being monitored by his parent as the values was still showing high and low readings. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 40 points off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.